Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the reload blocked and the inside part of the handle broke off. The operating time increased by 5 minutes. A new handle and reload were used to resolve the issue. There was no patient injury.